Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that during a procedure, the e-sep pencil activation on its own. The patient received a burn on their left breast. It was a second degree burn. Antibiotic ointment was applied to the burn. No infection was reported. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Event description:
It was reported that during a procedure, the e-sep pencil activation on its own. The patient received a burn on their left breast. It was a second degree burn. Antibiotic ointment was applied to the burn. No infection was reported. The procedure was completed successfully without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
H6: a follow up report will be filed once the quality investigation is complete h3 other text : awaiting confirmation device is available for return.